Manufacturer narrative:
(B)(4). Patient codes: (B)(4) burrow formation, (B)(4) surgical procedure. Device codes: (B)(4) infection occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a left inguinal hernia repair procedure on unknown date nine years ago and the mesh was implanted. Following the procedure, the patient experienced a mesh infection contagion. Two years ago, pus was come out from wounded area and the patient was recovered naturally. Then four month ago, pus was come out again. It was confirmed there was a burrow on the left inguinal region surface. The patient was diagnosed with delayed onset mesh infection. The patient underwent a reoperation with removal of the mesh, infected tissues and burrow. After five days the patient was discharged and hernia was not confirmed at that time, six months ago. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 12/08/2016. Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure - age: (B)(6), gender: female. Date of initial surgical procedure? Was 48 years ago. What were current symptoms following the index surgical procedure? Onset date? No information. Other relevant patient history/concomitant medications? No information. Product code and lot number? No information. What is physicians opinion as to the etiology of or contributing factors to this event? No information. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction): no information. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Pus from the wounded area. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No information. Were cultures performed? Results? No information. What medical intervention was performed? Results? No information date and results of mesh removal? No information. What is the patients current status? Half a year has passed since she had an operation. But there is no problem for now.